Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the impactor tip from perform humeral core tray cracked while impacting the glenosphere.